Manufacturer narrative:
The device was received for evaluation. A review of the event history log identified evidence that the pump was not connected to the ac adapter and did not have sufficient power supply; however, there were no programmed infusions around the time of the report. During functional testing, a set was able to successfully load and run without discrepancies after connecting the ac adapter. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified during testing. No device correction needed for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not infusing during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.